Event description:
Reportedly, the crtd was implanted as replacement, n october 3rd. During the replacement, the impedance measurements did not appear on the programmer. We had to close the session and interrogate again. When we interrogate again, we noticed that the impedances of the lv and coil were above 3000 ohms. After a few measurements, the lv impedance was fine, but the coil impedance remains above 3000 ohms.

Event description:
Reportedly, the crtd was implanted as replacement, n october 3rd. During the replacement, the impedance measurements did not appear on the programmer. We had to close the session and interrogate again. When we interrogate again, we noticed that the impedances of the lv and coil were above 3000 ohms. After a few measurements, the lv impedance was fine, but the coil impedance remains above 3000 ohms.

Manufacturer narrative:
Analysis of provided data revealed: - on 03 october 2024, some timestamp issues occurred with the tablet (sn: (B)(6) used during the replacement of the crtd. - on (B)(6) 2024, the cso files recorded during the procedure with the tablet (sn :(B)(6) indicates incorrect date and hour (20 sept 2024) : o the cso file named re145233.cso was created during the first interrogation. This session crashed, the tablet restarted and the system time was reset to 14:07, (B)(6) 2024. O the cso files named re140835.cso and re142249.cso were created during the second interrogation - during the procedure, some impedance measurements were correctly performed but could not be displayed due to the timestamp errors and restarts. - on (B)(6) 2024, during the follow-up with another tablet, no display issue was present. - no issue is suspected on the crtd or on smarttouch softwares modules. - the origin of those timestamp errors of the tablet could not be determined. - after the (B)(6), no other issue has been reported with the subject tablet. If timestamp issues re-occur, the tablet (sn: (B)(6) should be returned for further investigation. - this case is retained for trends purposes.